Event description:
It was reported that a 42-year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of a 300cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient experienced feeling sick, low energy, digestive issues, pain, chest pain, joint pain, heart palpitations, itching, rash, numbness in extremities, weakness, headaches, feeling at time she going to die, panic attacks, depression, anxiety, brain fog, memory issues, cognitive issues, frequent urination, unable to empty bladder, broken urine flow, frequent urinary tract infections, blood in urine, burning in kidneys, multiple kidney cysts, kidney inflammation, severe constipation, bloating, sores, pelvic congestion, burning in the lower abdomen, blurry vision, night blindness, light sensitivity, dry eyes, pain in eyes, sleep issues, severe night sweats, chills, hot flashes, chills all day long, hypersensitivity to temperature, dehydration, sound sensitivity, severe cramps in extremities, dizziness, sensitive to the touch, heaviness on chest, digestive issues, irritable bowel syndrome, diarrhea, vomiting, and she was diagnosed with irritable bowel syndrome. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The date of event was provided to mentor as a best estimate. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. Refer to manufacturing report number 1645337-2023-03233 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).